Event description:
The physician was placing a "regular stent" in the left anterior descending (lad) artery when a perforation of the vessel occurred. A jostent graftmaster was used in an attempt to seal the perforation; however the stent came off the delivery system "undeployed." The vessel was reportedly calcified and tortuous. An attempt was made to "snare" the graftmaster out of the vessel but was unsuccessful. The stent was left in the proximal lad artery. The pt remained in stable condition and was transferred to surgery. A coronary artery bypass graft procedure was performed that same day. The pt was discharged to a rehabilitation facility a week later in stable condition.